Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, on (B)(6) 2024, a patient was scheduled for a knee revision, after they were given anesthesia and a spinal block, it was noticed that the trays that were provided to perform their surgery were not correct. The causes for the revision surgery are still unknown. The surgery had to be aborted and rescheduled and took place two weeks later.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.